Event description:
On 11/30: customer reports pt having a retrograde cystogram procedure when fluoro failed. Customer provided no pt info. Customer did report the procedure was completed in another room without further incident. No reported injury.

Manufacturer narrative:
Field service engineer found that the foot control cable was frayed at entry to table base and had open wires. Field service engineer also found the pin connector in the foot control was not attached. Field service engineer replaced the footswitch and performed verification per maintenance section of service manual. System returned to full service by the customer.